Event description:
The customer contacted beckman coulter inc., (bci) to report a leak coming from the fluids tray over the liquid waste compartment in the unicel dxi 800 access immunoassay system. There was no report of injury to lab personnel as a result of this event.

Manufacturer narrative:
No system performance information was provided by the customer. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse noted the waste per-pump tubing was worn and had a small tear. The fse replaced all tubing at reagent and sample towers. The fse verified the system was performing within specifications. Hardware is the root cause of this event.